Event description:
When the airlife generator and headgear were placed on the baby, the frontal plate on the forehead shifted. The staff believes the unit was too tight. The following information was provided on (B)(6) 2011 by the sales representative: the white block on the airlife generator was pulled down too tight on the infant's forehead, causing the infant's frontal plate of the forehead to shift forward. No additional information is available at this time. On (B)(6) 2011, the following additional information was provided by the customer: the customer indicated the way the head straps are applied, they tend to ride up on the forehead because babies move so much, so these are tightened to be kept in place and the staff has a tendency to overtighten. The customer indicated the event was not caused by a product malfunction but that it is due to the application of the product since the babies this product is used on move so much and the staff has to tighten the straps. However, the customer did indicate she believes the design of the product could be better because it is used on some babies that are very small (about one lb). The customer indicated the baby in this event was fine after the event and has already been discharged from the hospital. The customer confirmed the lot number and sample are not available. The customer also indicated that her sales representative (B)(4) is coming in to do an inservice on (B)(4) 2011 on a new headstrap, headgear, and generator and the staff is hopeful that this one will be better. No further information is available.

Manufacturer narrative:
(B)(4).